Event description:
A surgeon reported that following implantation of an intraocular lens (iol) the patient had "against-the-rule" astigmatism around 1.5 diopters. The iol is in the bag and centered, and there is no opacity at the posterior capsule. The surgeon believes that the problem may appear after the lens is folded.